Event description:
The product, milex uterine handy-vac system 6mm, plunger broke on aspiration. A 5mm device was tried. The plunger broke with the 5mm. The doctor finished with a 7mm device. This device functioned correctly. Two weeks earlier, the same lot 5mm device failed to provide suction, nearly causing a uterine perforation. Five 5mm devices were tried. Three had similar problems. Usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).